Event description:
An end user called in to report that for the past six (6) months she has had various peristomal ulcers to skin under mass. The end user stated she currently has four (4) ulcers approximately one half inch or more away from her stoma, all around the stoma, each ulcer measures one eighth to one quarter inch in diameter, is shallow in depth and pink in color. The end user changes her wafer every five days.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user wears a hollister product under wafer. Alternate samples were sent to the end user. The end user was also advised to call back with her stoma size for a possible sample of sur-fit natura with a convex insert. The end suer saw an ostomy for measurement of a hernia belt 3 years ago and had a nuhope hernia belt was made but does not wear it due to discomfort; she now has self modified girdle she wears. The end user spoke with local ostomy nurse over the phone who recommended aquacel ag to put on her peristomal ulcers and then apply the wafer. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up repot will be submitted. A return sample for evaluation is not expected. Note: the actual date of event (b3) is unk, so the date used was the date convatec became aware.